Manufacturer narrative:
(B)(4). Device is not implanted/explanted. Incident occurred during the procedure. Device history records review was completed for part#: 04.037.156s, lot#: h028998, raw material lot no: 7906098. Manufacturing location: (B)(4), manufacturing date: feb 11, 2016, expiration date: jan 31, 2026. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 a procedure was being performed with a tfn-advanced proximal femoral nailing (tfna). During the implantation of the nail, it was noted that the locking mechanism in the nail did not engage. A different nail was used to complete the procedure. A different lag screw was also brought in to be used to avoid any possible problems. Reporter confirmed that there was nothing wrong with the first lag screw. There was a five (5) to ten (10) minute surgical delay. Patient status was reported as fine and procedure was completed successfully. Concomitant medical products: unknown lag screw (part# unknown, lot# unknown, quantity 1). This report is for one (1) tfna nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation was performed on subject device (11mm/130 deg ti cann tfna 360mm/right ¿ sterile, part # 04.037.156s, lot # h028998). The returned 130° tfna nail is part of the tfna system intended for intramedullary fixation of proximal femoral fractures. The returned nail was received in decent condition but the tang was broken off of the lock prong (04_037_942_2) located in the nail. The broken fragment which was estimated to be approximately 8.6mm long was not returned. Since the nail was received post-use it is not possible to replicate and/or confirm the complaint condition, however if the locking mechanism was not positioned correctly it could have prevented the locking mechanism from engaging with the lag screw as intended. As part of this investigation a visual inspection, drawing review, and root cause analysis were performed. The returned 130° tfna nail (04.037.156s, h028998) was manufactured on 11-feb-2016 and drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the information provided in the complaint it is not possible to determine a definitive root cause for the complaint condition. The majority of the returned nail was in decent condition, however the internal locking mechanism was found to be broken. It was realized that an approximately 8.6mm fragment (caliper: ca215) broke off of the lock prong (04_037_942_2) and was not returned. The broken fragment of the locking mechanism is designed to engage with the head element and ensure rotational stability. The locking mechanisms are manufactured, assembled into nails, and inspected to ensure that they are properly positioned; however there is a possibility that during transit, and/or use the locking mechanisms can shift. It is also possible that the locking mechanism was manually manipulated prior to or during a procedure which could have contributed to the complaint condition. It is possible that the piece could have broken off of the lock prong due to difficulty while attempting to position the preassembled locking mechanism in order to help prevent rotation of the head element. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.